Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device displayed an "accessory error 7" and unable to obtain an ECG signal via electrode pads message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer report could not be duplicated during testing. Review of device logs identified accessory errors and pad-related messages (check pads and poor pad contact), with similar events noted on a prior date; however, there was no indication the device was in use on a patient at the time of the reported event. Log data suggests the accessory errors may be associated with intermittent accessory connection or identification issues, and pad-related messages are consistent with inadequate pad-to-skin contact. The pads used during the event were not returned for evaluation. Functional testing of the device and returned accessories, including the multifunction and ECG cables, were completed successfully with no faults identified. Based on the evaluation, the device was found to be performing within specifications. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.